Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation and deflation issues. During the procedure, it was noticed that the reservoir was empty, therefore a fluid leak from an unidentified origin is suspected. No patient complications were reported.